Event description:
It was reported the intellivue x3 is giving a speaker malfunction error message during routine inspection. It is unknown if the device produced sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
An onsite visit was performed, and testing was completed. The faulty speaker was replaced, after part replacement testing and verification was performed and the device was returned to service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporter phone #: (B)(6). E1 reporting institution phone #(B)(6).

Manufacturer narrative:
Multiple attempts were made to determine if the device produced sound; however, no response was received. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.